Manufacturer narrative:
Patient information - unknown. Device availability - information received indicates that the device is available for evaluation but has not yet been received by the manufacturer. Occupation - other: sales representative. Device evaluation - information received indicates that the device is available for evaluation but has not yet been received by the manufacturer. Upon receipt and completion of investigation, a follow-up medwatch report will be submitted.

Event description:
It was reported that a one-level procedure was performed on (B)(6) 2021, utilizing the surelok mis 3l percutaneous screw system . When the scrub tech tried to tighten the rod onto the inserter on the back table, the tip of the inserter broke off. Another inserter was readily availabe to successfully complete the procedure with no delay or issue to the patient.

Manufacturer narrative:
H3 device evaluation - the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible and the gold knob freely turns, driving the center shaft in and out. A 18 in-lbs torque limiting driver is supplied w/ the 3l mis system to tighten the rod implant to the inserter. This is illustrated in the surgical procedure for the system. In this instance, the torque limit driver was not used. Due to this, it is likely possible that an excessive torque was applied to the inserter. Review of device history records found that twenty-six (26) pieces of lot 00116pt-r were release for distribution on (B)(6) 2019 with no deviation or anomalies. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument.

Event description:
It was reported that a one-level procedure was performed on (B)(6) 2021, utilizing the surelok mis 3l percutaneous screw system . When the scrub tech tried to tighten the rod onto the inserter on the back table, the tip of the inserter broke off. Another inserter was readily availabe to successfully complete the procedure with no delay or issue to the patient.